Manufacturer narrative:
(B)(4).

Event description:
The patient received an alert for high voltage impedance. The right ventricular lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The entire lead was received for evaluation. The reported event of low impedance was confirmed. An external insulation abrasion was noted near the connector. Electrical testing was performed and no anomalies were noted. Other damages found were consistent with those occurring at the time of explant.